Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. In addition, it was reported that the touchscreen was unresponsive, however, issue resolved itself prior to customer calling in. Upon follow-up, it was determined that customer resumed insulin delivery successfully. There was no reported impact to blood glucose.